Event description:
A caller reported intermittently receiving a minimum fill notification with multiple cartridges. Reportedly, there was more than 80 units of insulin in the cartridges. There was no adverse impact to the customer¿s blood glucose level. The customer re-loaded the cartridges to resolve the issues.